Manufacturer narrative:
The supplemental report is v\being filed to correct missing investigation coding. Please see the updates in sections: g4, g7, h2, h6 and h10.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer (lm) reviewed the content of this complaint. The lm reported that the cause of the event could not be conclusively determined. The legal manufacturer reported that the most likely probable causes are as follows: although the actual product was not sent and the cause could not be identified, it is presumed that it was probably caused by handling after shipping the product. In addition, we will monitor defect trends and take appropriate measures as necessary. However, all products undergo 100% inspection prior to shipment. Therefore, it can be assumed that no abnormalities were found at the time of shipment.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results, and to correct the investigation types as reported on duplicate MFR. Report 8010047 - 2020 - 09469 . The returned packaging (pouch) has no punched hole or damage on the surface, but had already been opened by the user. Visual inspection upon the received condition, noted no moisture found inside the balloon. The punctured hole on the balloon was initially difficult to detect even under a microscope; however, it was found during inflation. The balloon was installed on the distal end of the test ultrasonic endoscope bf-uc180f. The balloon openings fitted tightly and properly into the grooves, no looseness could be felt. When water was injected from the test syringe, observed a small stream of water shooting out from the side of the scope distal end. The balloon was then carefully checked again under a microscope, observed that the damaged area appeared to be a puncture due to its uneven edge. Based on the evaluation findings, the reported complaint was confirmed. It is most likely due to mishandling because the balloons are very fragile easily get damaged if customer used sharp tweezers or objects during installation into the scope.

Manufacturer narrative:
The balloon was not returned to the service center for evaluation. The cause of the reported event cannot be determined at this time.

Event description:
The service center was informed that during preparation for use the linear ebus balloon was tested and broke. The intended procedure was completed with a different device. There was no patient injury reported.